Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2020, and a suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a manufacturing record evaluation was performed for the finished device lot number pjb974, and no non-conformances were identified. H3 evaluation: it was received for analysis an empty labeled winding former and two detached needles of product code w8556, lot pjb974. This product code is double armed. During the visual inspection of the needles, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and no suture remnant was noted. However, marks appear to be by use of surgical instrument were observed on the body needle. In addition, the suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the problem of pulling off suture needle. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.